Event description:
Report received of an over-delivery. The patient was admitted to the hospital in 2002. At this time, the pump was programmed in the pca only mode to deliver meperidine 10mg/ml, with a 10mg pca dose, 8-min patient lock out and 200mg 4-hour limit. The following day, at an unspecified time before 6:00am, the pump gave an empty syringe alarm. A nurse changed the syringe, reportedly did not change the pump programming, and left the room. The patient then pushed the patient pendant and reportedly received 200mg instead of the expected 10mg. A second nurse entered the room, reportedly after the dose was given, in response to a check syringe alarm. This second nurse unlocked the door and noted that 200mg of medication was missing from the syringe. The infusion was discontinued. At 6:10am, the patient complained of "feeling flushed, headache, chest pains and feeling funny." The physician was notified and the patient was given 1mg of narcan. Within 15 minutes, the symptoms were reportedly releived. Though requested, no further information was available.